Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device had no telemetry. An x-ray was obtained and the results were inconclusive. The device was disassembled and a cell was confirmed to be depleting faster than expected causing the device battery to deplete prematurely. Manufacturing enhancements were implemented in 2011. This device was manufactured prior to implementation of the corrective action.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory identified a product performance issue.